Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; reason was not reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The complaint device, (tibial insert), was evaluated, and the reported event was not confirmed. The evaluation identified third body wear which occurs when a third body, such as a fragment of bone or bonce cement, gets trapped between the articulating surfaces of the insert and the femoral component. There was little to no motion between the tibial insert and the tibial tray indicated. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported in cannot be confirmed from the reported information but may be related to prosthesis wear (as seen on the returned insert), instability, and/or bone quality. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had an initial left knee implanted, date unknown, was successfully revised on (B)(6) 2022 to a logic cc knee. The patient's liner is suspected to be part of the recall.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.